Manufacturer narrative:
It was reported that the patient experienced sterile peritonitis manifested by abdominal pain and discomfort. On an unreported date, the patient was hospitalized for the event. The report of sterile peritonitis was associated to the use of nutrineal (drug). As a result upon further review, baxter peritoneal dialysis disposable devices are no longer considered suspect product in this sterile peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event was not reported. Treatment was not provided. Nutrineal was discontinued (current mode of dialysis therapy was not reported). On an unreported date, the patient spontaneously recovered. No additional information is available.